Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 24 mg/dl, 40 mg/dl, and 88 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that the customer was experiencing some hypoglycemic symptoms before the first reading was obtained. Reporter stated she treated him with glucose gel, a sandwich, and juice before the next two readings were obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.